Event description:
Alenti chair had back rest and belt on the right side of the chair. The bath was finished and the resident was being moved away from the tub to be dried off. The chair had been turned towards the end of the tub. The chair tipped forward and the resident hit his head. The staff member was standing in front of the chair and was impacted by the arm of the chair. The belt had to be removed from around the resident so that the chair could be lifted off of him. The resident suffered a forehead bump and multiple abrasions while the caregiver suffered bruising in the chest area.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.